Event description:
The implant failed due to pt bone condition. The implant was removed after 5 months. Moderate oral hygiene.

Manufacturer narrative:
According to our investigation, there was no discrepancy on our product. Conclusion: based on our inspection and test results, the returned product has been found to be within specifications. Therefore, the implant failure is most likely due to causes other than the product such as surgical mistake, pt bone condition, pt oral hygiene, or pt behavior.